Event description:
It was reported that during an implant procedure, the right atrial lead dislodged. The lead then tangled the left ventricular lead and caused it to dislodge as well. The right atrial lead was repositioned and remains in use. The left ventricular lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.